Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer has both changed pump supplies to address the issue and cleared alarm and resumed insulin delivery. Customer's blood glucose was in the 300's mg/dl.